Event description:
It was reported that tubing separated. The event occurred on unit 8b. The tubing separated "from the blue piece" during an infusion of tpn/lipids. There was no patient harm. Although requested, no patient information was provided.

Manufacturer narrative:
The customer's report that the tubing separated at the upper fitment component was confirmed based on visual inspection . Further inspection of the separated tubing end observed insufficient solvent traces. The available set components were visually inspected for kinks, holes/tears in the tubing or damages to the components. No other issue was observed. No testing was deemed necessary due to the obvious separation. Visual inspection under magnification of the separated tubing end observed insufficient solvent traces. The device history record for model 2420-0007 could not be conducted due to the customer not being able to specify the lot number. The root cause was identified as due to insufficient solvent related to improper assembly due to equipment and/or operator error.

Event description:
It was reported that tubing separated. The event occurred on unit 8b. The tubing separated "from the blue piece" during an infusion of tpn/lipids. There was no patient harm. Although requested, no patient information was provided.

Manufacturer narrative:
Correction: revised result code to (B)(4) as this a manufacturing process problem, not a mechanical problem.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that tubing separated. The event occurred on unit 8b. The tubing separated "from the blue piece" during an infusion of tpn/lipids. There was no patient harm. Although requested, no patient information was provided.